Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was not possible at the time of the call. Later, the customer's wife called with more information. The customer's blood glucose reading was over 1000 mg/dl at the time of admission. The wife also stated that insulin was leaking at the site prior to the hospitalization. The wife did not have the insulin pump with her at the time of the call. Therefore, no troubleshooting was performed.